Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), genital haemorrhage ("persistent bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") in a 25-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge (vaginal discharge brownish and thick) since (B)(6) 2016, vaginal discharge (vaginal discharge yellow and has odor) since (B)(6) 2016, menstruation frequent since (B)(6) 2016, clot blood and vaginitis since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 5 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implants hysterectomy with bilateral salpingectomy), surgery (novasure endometria' ablation) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: essure confirmation test- positive. (B)(6) 2016 surgical pathology report: gross description: protruding from one in of the fallopian tube is a metal coil, grossly consistent with an essure contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added per pfs: abnormal bleeding (vaginal,menorrhagia) and lower abdominal pain were added. Patient's concurrent conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), genital haemorrhage ("persistent bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") in a 25-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge (vaginal discharge brownish and thick) since (B)(6) 2016, vaginal discharge (vaginal discharge yellow and has odor) since (B)(6) 2016, menstruation frequent since (B)(6) 2016, haemorrhage nos and vaginitis since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 5 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implants hysterectomy with bilateral salpingectomy), surgery (novasure endometria' ablation), surgery (novasure endometria') and surgery (novasure endometria' ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: essure confirmation test- positive. (B)(6) 2016 surgical pathology report: gross description: protruding from one in of the fallopian tube is a metal coil, grossly consistent with an essure contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implants on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.